Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the device had a broken front control panel. The fse evaluated the device on site and performed diagnosis and replaced the front push-button panel with customers spare part and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the front push-button panel. The reported problem was confirmed. The push-button panel was replaced with a spare part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.